Manufacturer narrative:
(B)(6). Article citation: fat grafting after implant removal due to anaplastic large cell lymphoma may mimic recurrence. Nir bitterman md, paula simoviz md, tamar tadmor md, lihi tzur md, noam calderon md, and ohad ben-nun md. Imaj ¿vol21¿ august2019 the events of ¿nodule¿ and "lymphoma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: nodule and bia-alcl. Date of alcl diagnosis: 7.5 years from device implant.

Event description:
Journal article: "fat grafting after implant removal due to anaplastic large cell lymphoma may mimic recurrence.". The article reports a patient diagnosed with bia-alcl. The patient presented with ¿nodule¿ and was treated with ¿chemotherapy, implant removal and radiation¿. Pathological markers confirming alcl have not been received. Side unknown. Device has been explanted.

Manufacturer narrative:
Additional data: b.5., h.6. Upon further review, this report is a duplicate of mrn 2024601-2011-00663. Any additional information received will be reported under mrn 2024601-2011-00663.

Event description:
Upon further review, this report is a duplicate of mrn 2024601-2011-00663. Any additional information received will be reported under mrn 2024601-2011-00663.